Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter display and was unable to obtain readings. As a result, customer experienced tiredness and had "pale face" and was unable to self-treat, requiring treatment with insulin (type and dose unknown) and vitamin (unspecified) administered by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.